Manufacturer narrative:
The technician found broken wires to the trend solenoid. He repaired wires to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account stated bed wouldn't go into trendelenburg.